Event description:
Surgical procedure - hardware removal from the right 1st metatarsal with repair of non-union of 1st metatarsal using iliac bone crest bone graft, second distal metatarsal osteotomy and 2nd metatarsophalangeal/debridement. Two broken screws were unable to be removed from the distal fragment. A drill bit broke off on drilling a hole from the medial plate when it hit an existing screw within the metatarsal, this was left in place as retrieval would lead to more bony destruction